Event description:
This case was reported by a consumer and described the occurrence of exacerbation of asthma in a pt who received poligrip (super poligrip denture adhesive powder) over a period of one day for loose dentures. A physician or other health care professional has not verified this report. The pt's past medical history included shingles and smoker. Concurrent medical conditions included asthma, copd, type ii diabetes, environmental allergy and hypertension. Concurrent medications included gabapentin, vicodin, elavil, allegra, zoloft, lisinopril, metformin hc1, prilosec, albuterol and advair. In 2005 the pt sprayed super poligrip denture adhesive powder onto their dentures, did not shake off the excess powder and as they were inserting their dentures into their mouth inhaled and swallowed some of the powder and epxerienced exacerbation of asthma, cough, vomiting, lung congestion and choking sensation. They treated themselves with albuterol inhaler. Treatment with poligrip was discontinued. The events are unresolved and medical attention has not been received.

Event description:
The second letter sent to the consumer requesting follow-up info was rec'd on 08/19/2005 unopned with the word "deceased" written across the consumer's mailing address. No further info provided. MFR's comment: the MFR's report number for this case is 9681138-2005-00007. Super poligrip is manufactured by ireland. In the absence of further data or supportive trends, quality testing is unlikely to clarify the adverse event reported.